Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip with misalignment of the grip-tips causing issue reported by the customer. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the force bipolar instrument had the jaw detached from the hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no material was missing or broken from the instrument. The instrument was shut off on tissue and removed from the patient normally through the cannula. Tissue was entrapped, but the surgeon used another grasper to forcefully open the jaws, as the broken hinge prevented the instrument from opening on its own. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.